Event description:
It was reported that during the stent implant procedure, the stent prematurely dislodged from the delivery balloon while attempting to cross the lesion. No predilatation had been performed. The physician suspected the tightness of the lesion combined with advancement technique contributed to the premature deployment. The stent was left in the femoral artery branch and the procedure was aborted. No adverse pt effects were reported.